Manufacturer narrative:
(B)(4). It has been reported that the device will not be made available and no further information will be provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Event description:
It was reported that the hakim programmable valve had stator dislodgement after implantation. The valve was implanted to the patient; however, date of implant and initial setting are unknown. When checking the pressure setting with x-rays after implanting, the cam was disengaged, and it appeared to be falling on the belly side. The patient¿s condition is not so bad, however, there is possibility of planning the revision surgery. No further information was provided by hospital. The products will not be returned to your site.